Manufacturer narrative:
Additional information was received that the infection was noted during the partial permanent trial. It was located in the cervical neck with a symptom of stiff neck. The physician believed it was not device or procedure related. The culture result was negative and told by the physician it was a dissolved necrotic fat build up. The patient was prescribed antibiotics and was doing well. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an infection upon opening the incision when the physician planned to connect the lead to the ipg. The physician decided to cut the lead extension tails and leave the hubs of the extensions connected to the tails of the lead. Wound was cleaned and closed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial#: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had an infection upon opening the incision when the physician planned to connect the lead to the ipg. The physician decided to cut the lead extension tails and leave the hubs of the extensions connected to the tails of the lead. Wound was cleaned and closed.